Event description:
Customer reported to beckman coulter, inc. (Bec) that the samples caps were coming out of the unicel dxc 600 synchron system with too much fluid on top. Customer indicated auto-gloss appeared to be leaking from the line on top of the cap piercer. Customer reported that fluid was seen on the bottom part of the instrument but did not drip onto the floor. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the shuttle assembly was not sealing properly and caused the leak. The fse replaced the cap piercer arm assembly and the shuttle assembly.

Manufacturer narrative:
Results: shuttle assembly. (B)(4).